Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was alarming in line. This was an out of box failure and there was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. There was no evidence of the reported issue in the event history log. A functional check was performed and the reported issue was able to be confirmed. The pump was found to be displaying "air detector" alarm message during the investigation. The downstream occlusion sensor was worn, there was a cracked rear housing. The software was loaded and the pump was calibrated. The cause of the issue is unknown. It was recommended that the air detector be replaced to resolve the issue.